Event description:
It was reported that the patient was brought to the ER after she received multiple shocks. Patient was placed on a ventilator and was reported to have anoxic brain damage. Device interrogation revealed appropriate vt and vf detection with multiple atp and shock therapy. Undersensing of ventricular arrhythmia after atp therapy delivery was reported. It was also reported that high potassium levels were suspected due to the patient suffering from munchausens syndrome and overmedicating herself with potassium medication. The patient was also reportedly non-compliant with anti-arrhythmic medication and in the past refused medical care on multiple occasions. It was later reported that the patient expired. There is no allegation from a health care professional that the death was device related. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.